Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Blood glucose levels reported during the event was high. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-05688), was submitted on 08-april-2025. Upon receiving additional information, it was discovered that at the time of the event patient had high blood glucose. Additional information - this MDR is being submitted to include the below: b5: date of event h6: health effect - clinical code (e): health effect - impact code (f): to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009647, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6009647 was packaging according to the work instruction (wi) version 81, in the machine multivac 12, on 15/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k01568 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 14/oct/2024, with a total of (B)(4) units. The lot 4k01569 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 15/oct/2024, with a total of (B)(4) units. The lot 4k01570 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 15/oct/2024, with a total of (B)(4) units. Gluing of tubing the lot 4k01555 was manufactured according to the (wi) version 42 in the gluing of tubing in the machine, mp04 & mp08 on 12/oct/2024, with a total of (B)(4) units. The lot 4k01556 was manufactured according to the (wi) version 42 in the gluing of tubing in the machine, mp04 & mp08 on 14/oct/2024, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.